Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the legal guardian that the patient was hospitalized on (B)(6) 2024, for an unspecified reason. The patient did report that they had symptoms of redness and skin irritation at the adhesive site. The patient stated that healthcare professionals diagnosed with an allergic reaction to the adhesive. Treatment during hospitalization was not provided but the patient stated that during discharge they were provided with cavilon (sterile and non-cytotoxic film) spray 28 mg and mometasone (corticosteroid) for the allergic reaction of the adhesive. The patient was discharged on (B)(6) 2024.